Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: b5 should be classified as: duodenovideoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Although the events were confirmed on the photos by the service business center, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation that the flex video scope air/water cylinder and air/water tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.